Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. It was discovered, that the customer was using handpieces ¿wet and hot¿ from autoclaving. Handpiece directions for use (dfu) are supplied with every handpiece shipped. Per the dfu, the handpiece should be air cooled for 15 minutes and the connector should be dry prior to use. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 6, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer not following the handpiece dfu. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the phacoemulsification was not working. Additional information has been requested.